Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Functional test including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, self-test, unexpected restart error test weren't performed or button keypad anomaly wasn't verified due to physical damage on the lcd glass. No traces of moisture were noted on the electronic or motor assemblies per visual inspection. The device had cracked case at display window corners, cracked end cap, minor scratches on the lcd window, and partially broken reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call, she had dropped the device and the screen was cracked and she had to go to the hospital. Customer's current blood glucose was 177 mg/dl. Customer's blood glucose was up to 600 mg/dl twice. Customer went to emergency room and was treated with an IV. Customer declined troubleshooting for high blood glucose. The device was also exposed to fluids, sweat. Blood glucose then was 158 mg/dl. Customer declined any troubleshooting due to the device being replaced due to damage to screen. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.